Event description:
It was reported that the surgeon could not insert the articular surface properly. The surgery was completed with another implant of the same size.

Manufacturer narrative:
This report will be amended when our investigation is complete.